Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 81 reports, regarding 1,280 devices, for this device family and failure mode. During this same time frame 214,296 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4).per the instructions for use, the user is advised the following: to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm device was being used during a hip arthroscopy surgery on (B)(6) 2023, and ¿the face of the electrode broke while it was being used. The surgeon removed the tip with no issues into the patient.¿ the procedure was completed with another edge probe and a delay of 10 minutes. There was no report of injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.